Event description:
The patient started having signs of withdrawal/increased pain. When the pump was read, it was noted that the pump had reset itself and was in safe state at minimum rate; the logs also showed multiple stalls and recoveries prior to the low battery reset. The pump was restarted. There were more stalls and recoveries and then again there was a low battery reset and the pump went into safe state again. The patient denied having any mris. The pump was replaced. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver morphine.

Event description:
Customer reported taking more insulin then usual based on result over 200 mg/dl obtained on the advantage system. Customer reports "feeling bad" within a few hours of insulin administration, and went to the hospital. Customer tested 178 mg/dl on the advantage system and 78 mg/dl on professional device within 10 minutes. No medical treatment was required. Customer was admitted to the hospital for observation, and released the following day. No adverse event reported. Requested return of suspect device and replacement was sent.